Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2017. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Patient code e010701 captures the reportable event of altered mental status. Impact code f2303 captures the reportable event of medication required. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a bilateral flexible ureteroscopy procedure performed in (B)(6) 2017. After the procedure, the patient experienced altered mental status. Patient was then readmitted for antibiotics.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2017. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e010701 captures the reportable event of altered mental status. Impact code f2303 captures the reportable event of medication required. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a removal, calculus, ureter, ureteroscopic procedure performed in (B)(6) 2017. After the procedure, the patient experienced altered mental status. Patient was then readmitted for antibiotics.